Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump is alarming " no disposable". There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. According to the investigation, service replace the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.